Event description:
Additional information received indicated that noise resulted in oversensing. No intervention was performed at this time. The patient was stable.

Event description:
During a follow-up in clinic, r-wave amp variation, low pacing impedance, and noise were seen on the right ventricular lead. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable.